Event description:
It was reported by the sales rep that during an unk procedure, the tissue pad came off the device. No additional info is available. The device is no longer available for analysis. There was no pt complications or injury.

Manufacturer narrative:
Info not available, device not returned for analysis.